Event description:
Customer responded on (B)(6) 2025 a contaminated needle stick has been reported. Were any diagnostic tests conducted as a result? Yes if yes, what tests were performed? Post-exposure prophylaxis was any medical intervention necessary? No if yes, please describe the treatment provided.

Manufacturer narrative:
Additional information received. F code updated. Information added to "describe event or problem".

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4303346. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autog bc needle was slow to retract and needlestick occurred. The following information was provided by the initial reporter: I received this email from a customer today. Can we get these complaints documented. I just got notified from our: that there are concerns on the 20g insyte IV catheter. I will copy/paste what I received below. Unfortunately, they did not give me lot numbers or any product identifiers, I just wanted to make you aware of what I received. I am reaching out to you because I have some concerns regarding the 20-gauge bd insyte autogurad IV catheter. We recently had a needle stick involving said needle and two days later we had another near miss. Today I witnessed the device malfunction in real time, it took 5 attempts for it to work properly and retract the sharps. Customer response received on (B)(6)2025: hope you are having a good day. I want to add that when I submitted the complaint this is what I submitted listed below. I want to make sure we documented 3 different instances of needle not retracting correctly and one resulting in needle stick. Unfortunately, I did not receive the dates of them. (B)(6)2025: 1. Was the needle contaminated? Yes. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.